Event description:
Dealer states that end user got the chair at 12:30 and by 3:00 it had quit. They can put it in neutral, re engage the motor and it will drive 5 feet then it stops again. And again and again.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.